Event description:
On (B) (6) 2010, iabp placed in cvl via left femoral access without complication. On (B) (6) 2010, pressure infusor bag lost pressure during the night resulting in the clotting of the inner lumen of the iabp catheter. Unable to clear catheter, inability to monitor pressure or time iabp correctly due to this . Pt brought to cvl for replacement of iabp catheter, no complications.